Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) conducted an on-site inspection and confirmed the issue. The fse advised the customer to replace the expiratory channel pcb, however, the customer declined the quotation for replacement, and the system remains out of service, therefore, the necessary repairs were not carried out. Our conclusion, based on the fse investigation and an evaluation that expiratory channel pcb required replacement. However, as no service intervention was performed, the root cause could not be definitively determined.